Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/08/2024, it was reported by a sales representative via e-mail that (2) ar-3770sp hybrid knee fibertak® anchors loops were loosening. This occurred during a medial patella femoral ligament reconstruction and tibial tubercle osteotomy when the surgeon prepared a groove on the medial edge of the patella using a round burr. He identified two points of fixation on the patella. He used the knee fibertak drill guide to create a pilot hole. Inserted anchor and pulled on all the black knotted stitches to set the anchor. He repeated for the second anchor. The surgeon did not want to use a knotted suture, so he cut and removed it. The surgeon passed the graft and reduced the knotless mechanism of both anchors. The surgeon pulled moderate tension on the graft and noticed the loops were loosening. He re-tensioned and tested fixation again and noticed the knotless suture was loosening. The surgeon completed the repair by final-tensioning the knotless mechanism on each anchor and tied both limbs to each other. Upon rechecking tensioning, the anchors stayed secure. The surgeon continued on with the procedure and completed it successfully.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.